Manufacturer narrative:
The exact patient age was not reported, however, the patient was reported to be in her 50's. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. This complaint is being reported based on the event of hemoptysis requiring hospitalization and additional intervention to treat. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. The patient was reportedly doing very well during the procedure. No issues were noted with the device. A week following the bt procedure, the patient returned to the physician for the planned post-procedure follow-up and seemed to be doing okay. On (B)(6) 2016 the patient was admitted to the emergency room due to experiencing hemoptysis. The treating physician made several attempts to stop to stop the bleeding using epinephrine (IV), tamponade with a balloon, suctioning and saline. The patient continued to bleed after the treatment so interventional radiology (ir) attempted to locate the source of the bleed. Ir was not able to find the source of the bleed either, due to it being further distal than they could see in the left segment of the lower lobe of the lungs. However, the bleeding eventually stopped and the patient was admitted into the intensive care unit (ICU) due to the amount of blood lost (300 ml). The patient remained hospitalized overnight and for a couple of days to monitor her condition. The patient is now stable and doing well.